Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abnormal uterine bleeding ('abnormal uterine bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia, abdominal cramps, nausea, light headedness, headache, scar, menstruation frequent, multigravida, multiparous, postoperative pain, iron deficiency anemia, lichen sclerosis atrophicus, systemic sclerosis, morphea, raynaud's disease, rheumatoid arthritis, scleroderma, vitamin b12 deficiency, vitamin d deficiency, c-section, vitiligo, skin tightness, ra, adenomyosis uteri and paratubal cyst. Concomitant products included acetylsalicylic acid (aspirin (cardio)), celecoxib, colecalciferol (cholecalciferol), cyanocobalamin, folic acid (folvite), methotrexate, tacrolimus monohydrate (protopic) and triamcinolone acetonide. In 2012, the patient had essure inserted. On an unknown date, the patient experienced abnormal uterine bleeding (seriousness criteria medically significant and intervention required) and device intolerance ("essure coil intolerance"). The patient was treated with iron and surgery (hysterectomy vaginal with salpingectomy (bilateral)). Essure was removed on (B)(6) 2021. At the time of the report, the abnormal uterine bleeding and device intolerance outcome was unknown. The reporter considered abnormal uterine bleeding and device intolerance to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abnormal uterine bleeding ('abnormal uterine bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia, abdominal cramps, nausea, light headedness, headache, scar, menstruation frequent, multigravida, multiparous, postoperative pain, iron deficiency anemia, lichen sclerosis atrophicus, systemic sclerosis, morphea, raynaud's disease, rheumatoid arthritis, scleroderma, vitamin b12 deficiency, vitamin d deficiency, c-section, vitiligo, skin tightness, ra, adenomyosis uteri and paratubal cyst. Concomitant products included acetylsalicylic acid (aspirin (cardio)), celecoxib, colecalciferol (cholecalciferol), cyanocobalamin, folic acid (folvite), methotrexate, tacrolimus monohydrate (protopic) and triamcinolone acetonide. In 2012, the patient had essure inserted. On an unknown date, the patient experienced abnormal uterine bleeding (seriousness criteria medically significant and intervention required) and device intolerance ("essure coil intolerance"). The patient was treated with iron and surgery (hysterectomy vaginal with salpingectomy (bilateral)). Essure was removed on (B)(6) 2021. At the time of the report, the abnormal uterine bleeding and device intolerance outcome was unknown. The reporter considered abnormal uterine bleeding and device intolerance to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 12-nov-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.